Event description:
Surgeon asked for a maryland ligasure, as they were using it, noticed that the jaws don't open completely, and the blade is half-way activated. Product fail report filled, item submitted to pod.